Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that, on the day after implant, the patient presented emergently with a cold right leg. A CT showed that the main body had a kink at the level of the stent graft bifurcation. Two days post index procedure the physician elected to implant another manufacturer's stent in the area of concern. The stent graft was then post dilated bilaterally with two 12mm x 40mm pta balloons. The intervention was determined to be successful and no further intervention was planned. The patient will have standard follow up annually. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.